Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line detached from the amia cassette. It was further reported the heater bag was "sitting in the tray". This was observed during drain 3 of 5 of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The pd nurse would be contacted for further instructions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 03/25/2021.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.